Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected the connection between the wireless footswitch and wireless base station was re-established after a cold restart of the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action ((B)(4). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless foot switch does not connect. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation for this complaint.